Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. In (B)(6) 2024 the patient was seen by nalu representatives for troubleshooting due to communication issues between the implantable pulse generator (ipg) and the external therapy discs. Investigation found that the ipg had been implanted beyond the recommended depth for optimal communication. Additionally, the ipg had migrated within the pocket, contributing to the communication challenges. On (B)(6) 2024 the firm was notified that a surgical revision was performed on (B)(6) 2024 to relocate the existing ipg to a more optimal depth and orientation. No components were explanted or replaced during the procedure.

Manufacturer narrative:
There are no allegations or indications of any system or component failure, as evidenced by all components remaining implanted and in use. The device appears to have been implanted in a less than optimal location and position for good communication and the issues were resolved with repositioning.